Event description:
It was reported that during the implant procedure, the lead placement failed. When the physician retired the lead and decided to stop the procedure, the physician observed this lead was twisted on the tip. The lead was attempted and not used. Another lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).